Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device logged out when begin to use. User reported that middle of a case and the device force ably logging out with all drawers locking up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device logged out while it was being used. A technical support specialist (tss) dialed in to the station, checked the logs, and did not find any errors. The tss ran the sfc or scan now command in the command shell and successfully repaired the corrupt files. The customer confirming that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.